Manufacturer narrative:
For OEM manufacturing sites: in this MDR, (B)(4) has been listed in sections as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd eswab collection kit to collect culture sample from a patient's throat the swab broke. There was no report of injury associated with the swab breaking. This was a new user and the customer was provided with additional information regarding specimen collection. Several follow-up attempts were performed with no response from the customer. No injury or further treatment was necessary.

Event description:
It was reported while using a bd¿ eswab collection kit to collect culture sample from a patient's throat the swab broke. There was no report of injury associated with the swab breaking. This was a new user and the customer was provided with additional information regarding specimen collection. Several follow-up attempts were performed with no response from the customer. No injury or further treatment was necessary.

Manufacturer narrative:
H.6. Investigation: the customer complaint is not confirmed. An investigation of the retention samples and bhr did not reveal the noted defect. All samples were satisfactory. No return samples were available. A review of past complaints for this product did not indicate a trend for this issue. No root cause could be determined as no defect was observed. No CAPA is necessary as a defect was not observed.